Event description:
It was reported that the burr was stuck in lesion and was removed with parallel wires and balloons. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.25mm rotapro was selected for use. During the procedure, while in dynaglide mode, the burr began slowing down then stalled and got stuck in the artery. The physician succeeded to remove the burr intact with parallel wires and balloons. No further patient complications reported.